Event description:
An attempt was made to administer pacing therapy to a pt diagnosed with pulseless electrical activity. Reportedly the device pacer would intermittently shut off and had to be restarted again. Pt outcome was not reported, but the rptr indicated pt outcome was not adversely affected, due to continued device use.